Event description:
Customer reported that she was hospitalized due to high and low blood glucose levels and bleeding ulcer. During troubleshooting, checked alarm history and customer had low reservoir alarms, however customer stated that she uses full reservoir of insulin per day. Md changed basal rates and set fixed prime to 0.7. Md also changed carb ratio.